Event description:
A patient underwent ileocecal, ileum resection and sigmoidotomy in 2003 for crohn's disease. Existing adhesions were noted on the small intestine and abdominal wall and were lysed. After resection, a drain was inserted into the pelvic cavity and the anastomosis was sutured by hand. Two sheets of seprafilm were placed on the abdominal wall. The incisional wound was sutured. The procedure lasted 3.5 hours. After the operation, a drain and intravenous hyperalimentation catheter were placed. After the drain was removed eight days later, there was a purulent discharge. The reporter stated that "8 days after the operation, [an] abscess developed." A fistula radiography showed an abscess cavity in the abdominal wall. The intensity of the abdominal abscess was reported as mild. The patient was discharged from the hospital in nov-2003. The patient completely recovered twelve days later. The relationship between the adverse event and seprafilm was considered to be possible, by the reporting surgeon.